Manufacturer narrative:
Additional information: d9, g3, h3, h6 -visual inspection of the tensionloc¿ collar and plug implant, 7mm was broken off and returned in many pieces. -functional testing was not performed due to the damage to the device. Per surgical technique tensionloc implant system #note: 7 place the impact driver into the collar with corresponding sutures exiting the collar through the impactor slots. Note the position of the slots and suture for insertion of the plug. Note: 8 insert the plug onto the impactor. Note the 12 o¿clock and 6 o¿clock suture orientation in conjunction with the impactor orientation slots the most likely cause of the reported failure is user error, which can be attributed to applying excessive mechanical forces upon insertion, misaligning the device during insertion, and/or prying/leveraging the device during insertion.

Event description:
On 04/23/2025, an arthrex subsidiary employee reported via email that an ar-5207 tensionloc collar and plug implant had a broken collar when inserted. The broken pieces were retrieved from the patient. The case was completed using another ar-5207 tensionloc collar and plug implant. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.